Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to see the imaging system's trackers. They were able to bring in another navigation system and the tracker still wasn't able to be seen. When troubleshooting the camera didn't recognize either sides of the imaging system trackers but then going back and trying the right side of the imaging system, able to recognize the imaging system tracker. The issue caused a 15 min delay in the case. Another imaging system was used. There was no impact on patient outcome. Later it was confirmed with the site that the system is performing as intended and the imaging system's trackers are working properly.